Event description:
Report rec'd from abbott intl affiliate (abbott argentina) indicating "display fails to show values" and possible overdelivery. The report states: "on june 28, while being administered vasoactive drugs, pt experienced hemodynamic instability with alteration of blood hypo and hypertension. Immediately upon changing pump, pt regained stability." The pt was receiving dopamine at "8mcg/kg/hr" and noradrenaline at "8mcg/kg/hr." The pt's baseline systolic blood pressure was 90mmhg, it rose to 190mmhg, fell to 70mmhg and returned to 90mmhg after changing the pump. The medication had not been changed during the time of the event. Medical intervention was reported as the "medication was held, not given as treatment for blood pressure" then resumed on a new pump. The pt remains hospitalized in the ICU, hemodynamically compensated. No further info was available.